Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history review....

Event description:
It was reported that on (B)(6) 2019 during a fixation of a distal humerus fracture, a kirshner wire with trochar point broke inside the patient. The wire broke into two separate pieces and was left inside the distal humerus. The wire was not protruding from the bone and could not be extracted. There was no surgical delay and the procedure outcome was successful. No patient consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).